Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis screen was off and non-responsive. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis screen was off and non-responsive. The field service engineer was found that there was an issue with the ethernet adapter. The service engineer replaced the ethernet adapter to resolve this issue. The system functioned as intended after the field service engineer repaired the device.